Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical narrative: a 40 year old female supported with an impella cp for acute myocardial infarction and cardiogenic shock experienced a sudden ¿pump stopped¿ event. Upon attempting to restart the pump, it operated only for a few seconds before stopping again, with the motor current rising to approximately 530 ma prior to shutdown. The impella cp experienced a persistent pump stoppage with elevated motor current and inability to restart. Troubleshooting and aic replacement did not resolve the issue, leading to pump explant. The patient remained stable without mechanical support following device removal. The pump will be returned for evaluation, and no additional adverse patient outcomes have been reported. The patient remained stable on increased inotropic support, and no further clinical complications were reported.

Manufacturer narrative:
The device was returned d9 was updated. The investigation is underway once completed a supplemental will be sent.